Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the front end of the blind puncture needle in the groshong catheter set was uneven, which prevented the PICC from being inserted smoothly. However, the new set was used normally and was successfully implanted. No other information was provided

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Four photographs of an IV introducer catheter were returned for evaluation. An initial visual observation of the photographs showed the tip of the catheter appeared to be damaged, however, no details of the damage could be discerned. Use residue was observed on the device in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the front end of the blind puncture needle in the groshong catheter set was uneven, which prevented the PICC from being inserted smoothly. However, the new set was used normally and was successfully implanted. No other information was provided